Event description:
The manufacturer received information alleging a bipap a40 device caught fire. The patient went to the local hospital as a precaution and is reportedly doing fine. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported MDR 1040777-2018-00036 involving a bipap a40. The correct MDR number is MDR 2518422-2018-02212.